Event description:
The user suffered a skin infection near the implant area and skin flap necrosis. Device was explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted due to an infection and skin flap necrosis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report. Please note: imdrf c code should be c1902, however, this value is not accepted by FDA system.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a skin infection near the implant area and skin flap necrosis. Device was explanted.

Event description:
The user suffered a skin infection near the implant area and skin flap necrosis. Device was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and skin flap necrosis. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.